Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge and attempt a 9-unit bolus, but the bolus did not complete successfully due to a malfunction code. The pump was ultimately replaced.